Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a cable failure. A field service engineer confirmed that the complaint involved extremely slow login performance and scanner issues. During testing, the fse found that the ssd sata cable required replacement. The cable was replaced as needed. The customer then tested the device by performing essential daily activities, including inventory and loading, and verified that the issue was resolved at that time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 failed to open. Drawer pocket was jammed and failed to open. Customer tried to reboot the station, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.